Manufacturer narrative:
The following fields have been updated with corrected information from customer. The patient was given antibiotics due to fever and symptoms not because of the fp result from the bactec vial..

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram bacterioscopy was used to confirm the results as false positives. Antibiotics were prescribed to the patient unnecessarily. The following information was provided by the initial reporter: " recurrence of false positive results."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram bacterioscopy was used to confirm the results as false positives. Antibiotics were prescribed to the patient unnecessarily. The following information was provided by the initial reporter: " recurrence of false positive results".

Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the recurring false positives. The field service engineer (fse) was dispatched and analyzed the log files which revealed the fluctuating temperatures. The fse replaced the coupling (pn# 443503 - power supply main dc bfx spare), (pn# 441397 - relay timer delay 1 second bfx spare) & (pn# 441320 - coupling sleeve flex bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed previous complaints for false positives were observed due to ambient temperatures. Bd quality did not receive any returned parts or instrument for investigation. The root cause was worn blower coupling. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram bacterioscopy was used to confirm the results as false positives. Antibiotics were prescribed to the patient unnecessarily. The following information was provided by the initial reporter: " recurrence of false positive results".